Manufacturer narrative:
(B)(4). This analysis is based on an image send by the account and is not of the instrument. Image 1: the image provided by the customer was that of the tyvek of an har23 instrument where the batch is n90x9r. Image 2: shows an har instrument in its sterile packaging. The instrument appears to have the handle shrouds separated on the upper part of the instrument. Image 3: shows an har instrument in its sterile packaging. The instrument appears to have the handle shrouds separated on the proximal part of the instrument. Image 4: shows an har clicker loose in the sterile package the root cause of the damaged handle could have been associated with our manufacturing process. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Because the instrument was not return our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an unknown procedure, the product was delivered broken. The product was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.